Event description:
The customer reported, the device indicated an "ECG failure" message during user initiated shift check and an error code 9009 during self test. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device indicated an "ECG failure" message during user initiated shift check and an error code 9009 during self test. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.